Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-05717. It was reported the pt lost stimulation over time after experiencing several falls. Troubleshooting by an sjm representative was unsuccessful. X-rays were taken and no anomalies were found. The next course of action is unk at this time.